Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the battery longevity estimate on the device was lower than expected. A display anomaly was suspected, however no intervention was performed. The patient's condition was stable and will continue to be monitored.